Event description:
Provider states the right motor brake will not engage, out of box.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Manufacturer narrative:
(B)(4). Expanded evaluation report received 7.29.2015. The cause of mechanically weak brake could not be determined. One possible cause could be a layer of the brake coil being slightly out of specification, causing an error in the spacing of components. Conclusions: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the 1134124 right motor assembly brake to not engage fully. The electrical system engages the brake properly, but when engaged the brake was not strong enough to adequately hold the motor shaft stationary.

Event description:
Provider states the right motor brake will not engage, out of box.